Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The serial number (s/n) of one (other than reported in the initial report) of the three is 2021763. Oekg requested the facility three times to provide the additional information, however the facility did not provide and oekg could not obtain it. All three tjf-q190v owned by the facility were not returned to olympus medical systems corp. (Omsc) for evaluation but were returned to olympus europa se & co. Kg (oekg) after the reported phenomenon. Oekg checked the subject devices and found that the reported phenomenon could not be duplicated. In the evaluation, oekg also found that the followings. S/n: (B)(6). The light guide lens was cracked. The glue of the bending section rubber was porous. S/n: (B)(6). The glue of the bending section rubber was porous. S/n: (B)(6). The glue of the bending section rubber was porous. Omsc reviewed the device history record (DHR) of the subject devices and confirmed no irregularity. Based upon the corrective action and preventive action (CAPA) by olympus, the probable mechanisms of this phenomenon were followings. (1) mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut by the rim of the distal cover. (2) if the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction. Olympus stated the appropriate handling of tjf-q190v and the counter measures against abnormalities in the instruction manual of tjf-q190v.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a therapeutic procedure, it was found that there was tissue material between the tjf-q190v and the single use distal cover (maj-2315). The serial number of the tjf-q190v used in the intended procedure was unknown. The facility has three tjf-q190v, and one of these three tjf-q190v must be involved by this event. The serial number of two of the three are (B)(4) and (B)(4) (reported in report number 8010047-2021-04205 and 8010047-2021-04785). There was no report that any medical intervention had been required to the patient. This report is 1 of 2, regarding tjf-q190v.